Event description:
The patient had his implantable neurostimulator (ins) turned off about 6-12 months ago. The patient's wife reported that the ins would turn on/off by itself. She stated that when they were at store, it would come on. The patient also reported a burning sensation at the ins location now. The patient was at home. The patient was encouraged to contact his healthcare professional.